Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the sonicbeat tissue pad peeled off during surgery when the device was being energized and used. It did not fell off inside the body, but was partially floating in the main body. The issue occurred during a therapeutic procedure. The tissue pad was replaced with a same product and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction, additional information and results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the event was unable to be identified. However, it is likely that the tissue pad wore out because the ultrasound's gripping/grasping output was used without gripping the tissue (including after the tissue was cut). The event can be detected/prevented by following the instructions for use which state: drawing number and revision number of IFU: rc2058 10. ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information received from the customer.